Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. While on support an episode of bradycardia was noted during weaning. The pump was adjusted back up to p6 weaning was continued the next day. The patient outcome was noted to be stable.